Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, allergic reaction, muscle aches, fever, flu-like symptoms, indurated painful nodules, redness and puffiness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." "Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that approximately one week after injection with one syringe of juvederm voluma xc, the patient experienced "some sort of allergic reaction", redness and puffiness. Healthcare professional also noted that the patient developed "indurated painful nodules, fever, flu like symptoms, and muscle aches." Patient was treated with prednisone, bactrim, and a medrol dosepak. Approximately 4 weeks later, the patient reported having an "ear infection, sinus infection" and believes they have developed the "mumps." Minocycline and hyaluronidase were provided as treatment as well. "Blood work" was done on the patient. Patient was taking "thyroid medication, vitamin c and progesterone" concomitantly. The patient has a "low thyroid." Symptoms are ongoing.